Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer reported the string broke off during removal leaving the pessary inside and dry vaginal discomfort during use. She was unable to remove the pessary and had to visit the doctor for assistance. She experienced pain during removal. The doctor removed the pessary and the vaginal discomfort and pain resolved.